Manufacturer narrative:
Device was used for treatment, not diagnosis. Emdad hossain, neeraj dugar, anant kumar garg, sanjay kumar (2013). Comparative results of treatment of open diaphyseal fractures of tibia by the use of commonly used external fixators. J indian med assoc, iii, 830-832. This report is for unknown external fixator with pins, unknown quantity, unknown lot the investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article: emdad hossain, neeraj dugar, anant kumar garg, sanjay kumar (2013). Comparative results of treatment of open diaphyseal fractures of tibia by the use of commonly used external fixators. J indian med assoc, iii, 830-832. A retrospective and prospective study was conducted to investigate the outcome of treatment using an external fixator for type iiia and iiib fractures sustained by the 45 patients (37 males, 8 females), minimum age of 14 years, maximum age of 58 with mean age of 36. Patients were followed for 6 months up to 2 years. Normal union could be found in 25 patients. Of the 45 patients a number experienced complications: (si). Eleven patients experienced delayed union (union after 30 weeks). Nine patients experienced a non-union (no union after 9 months). Twelve patients experienced infection. Eleven patients experienced a mal-union. Sixteen patients experiences joint stiffness. This is report 1 of 1 for (B)(4). This report is for an unknown ao external fixator with pins.